Event description:
An authorized third party service provider (asp) contacted ventec to report that the ventilator measured lower peep (positive end expiratory pressure) than set. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
H6: the authorized third party service provider (asp) will further evaluate and repair the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56. H3 other text : to be serviced by asp.

Manufacturer narrative:
H6: the authorized third party service provider (asp) elected to return the device to ventec for evaluation. The device was evaluated by ventec where the reported issue of it measuring lower peep (positive end expiratory pressure) than set could not be confirmed or duplicated. Proper device operation was observed through functional and performance testing. The cause of the reported issue could not be determined.

Manufacturer narrative:
Corrected information for supplemental medwatch report 002 -- section d4, model #, of the initial medwatch report stated: prt-01100-100 section d4, model #, of the initial medwatch report should have stated: v+o+c+s+n, japanese section d4, UDI #, of the initial medwatch report stated: (B)(4). Section d4, UDI #, of the initial medwatch report should have stated: (B)(4).